Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the scope connector failure occurred during user handling. However, a definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported "no image" issue was not confirmed. However, testing identified an image problem caused by damage to the electrical contacts. Inspection of the device also showed the bending section was damaged and slightly deformed. Functional testing of the returned device showed the angulation control's bending angle was out of specifications and the angulation control knob had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis lucera elite bronchovideoscope image was blurry/noisy, and the angulation was reduced. The issues were found during preparation for an intended broncoscopy procedure, which was completed using the same device with no delay to the procedure. There was no patient harm reported.